Event description:
Treatment of an aneurysm with onyx. It was reported upon completion of filling the aneurysm with onyx, during catheter removal, the onyx cast moved. A stent was required and placed proximally to the aneurysm. No complications were reported with the pt as a result of the event. Same event as MDR # 2029214-2010-00161.

Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event. (B)(4).